Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege that corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implant. It is further alleged that the patient has experienced severe pain and discomfort and inflammation in her left thigh and hip area, as well as her groin. Patient has experienced episodes of a grinding and popping sensation in her left hip. Update rec'd 9/9/2014- sales rep reported revision surgery. Patient was revised to address pain. Part/lot information provided. The femoral head is now being added to the complaint. The complaint was updated on: 9/23/2014. Update 12/31/2014- pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions (no lab results provided). Revision operative note not included, so the femoral head and stem are being coded for corrosion as it was originally alleged. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/27/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis. Added lawyer, account name, patient harms and updated patient's initials. Corrected the expiration date of head and liner.